Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
It was reported that the insulin pump alarmed multiple no delivery alarms after infusion set change. Customers' blood glucose was 450 mg/dl. Customer treated high blood glucose with insulin injection. Customer reported the alarm was resolved with complete set change. Customer will not be returning the device for analysis.